Event description:
It was reported per field service report: symptom: "system error 6" alarm - front end failure. The console was swapped off the pt with no problems. The intra-aortic balloon pump (iabp) used wa noted as an arrow autocat2 wave, s/n (B)(4). Findings/action taken: biomed replaced front end board. Functional check performed by biomed. The pump is back in service. Additional info received on (B)(4) 2014 per the field service rep (fsr) stated that they received a call from perfusion asking about the front end failure alarm and what it meant. They had a pt on the iabp and a lvad (left ventricular assist device). They had already switched out the pump and were going to send it to biomed. No mention was made about any other problems with pt or in swapping out the pump. The pt was still on both swapping out the pump. The pt was still on both devices when the fsr spoke with perfusion. The fsr didn't know the final outcome of the pt, but it would have nothing to do with the swapping out the pump.

Manufacturer narrative:
(B)(4).